Event description:
It was reported that an ilet user experienced insulin cartridge leakage at the top of the cartridge, after inserting the connector into the cartridge once it was placed in the pump, which was associated with elevated blood glucose. Symptoms included hyperglycemia. Outcomes included no injury requiring medical intervention and resolution through product replacement and user education. Investigation included troubleshooting with the user, review of use technique, and provision of replacement cartridges and connectors to address a potential supply lot issue. Investigation of this case revealed a probable leak at the cartridge-to-connector interface. It was concluded that the event was consistent with a device component leak of the cartridge or connector, with product variability as a potential contributor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.